Event description:
While a company rep was on site performing preventative maintenance and a (B)(6) software installation, a customer reported that there was a "possible expulsive hemorrhage" while using the system for a vitreoretinal procedure. Add'l info has been requested but has not yet been received.

Manufacturer narrative:
The company rep examined the system and no problems were found. Functional tests were performed using a syringe to test iop infusion. The pressure remains constant. The spanish software was installed. Preventive maintenance was performed. The system was then tested and met all product specs. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause could not be determined conclusively. (B)(4).